Event description:
It was reported that during use of the bd ultra fine¿ iii pen needle can not inject and has to change needle. No insulin flow during injection. Spouse stated no insulin flow during injection. Does not prime before use. Only primes when she starts a new pen.

Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no sample / photo was returned for investigation. Qn history has been reviewed, there was no qn raised for clogged needle in the past 1 year. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Further investigation could not be performed as the sample was not returned for investigation. Therefore, root cause could not be determined. If samples are received in the future, the complaint will be re-opened and re-investigated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ iii pen needle can not inject and has to change needle. No insulin flow during injection. Spouse stated no insulin flow during injection. Does not prime before use. Only primes when she starts a new pen.